Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 482 mg/dl at the time of the incident. Customer's current blood glucose value was 482 mg/dl. Customer stated that last night they had low reservoir reading so changed out reservoir and woke up with blood glucose of 460 mg/dl. Customer had been blousing and has not had anything to eat until evening and blood glucose was at 480 mg/dl. The customer treated with insulin pump. Customer was able to perform high pressure test and test passed. The product was not returned for analysis.